Manufacturer narrative:
(B)(4). During a medical procedure with arthroscopy, there was a violent detonation. Doesn't have water, pressure. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be a power source issue. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a medical procedure, there was a violent detonation then a dysfunction of the arthropump. This issue resulted in one and a half hour surgical delay and conversion to open surgery. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during a medical procedure, there was a violent detonation then a dysfunction of the arthro pump. This issue resulted in one and a half hour surgical delay and conversion to open surgery. The procedure was completed successfully.